Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the up button on the infusion device is no longer functional. Patient stated the rubber cover of the up button is also worn off and the button is flat; metal ground plate is visible. Patient reported the failure began about one month ago. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device.